Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter remains implanted. The investigation is currently underway.

Event description:
It was reported that upon deployment of an ivc filter, the ivc filter arms openeed as intended; however, the filter legs failed to expand. A snare was advanced; however, the filter could not be retrieved. During the retrieval attempt, three of the legs opened. The filter remains implanted. No patient injury.